Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found a chipped lower left front corner of the top case and a cracked right plunger case. A review of the event history log found a check clutch/plunger lever error. During the functional testing, a check clutch/plunger lever error was found during occlusion test. The problem was found to be a combination of the lead screw and both clutch halves that were slipping, old, dirty, and worn out due to normal wear. The lead screw and both clutch halves were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the pump displayed "travel coarse error." Issue was found during testing and no patient injury was reported.